Event description:
It was reported by user facility " event desc: 11 raytec sponges present in gyn lap pack instead of the usual/standard number of 10. Sponges are provided by rf surgical systems, inc to be used in gyn laproscopy packs chs which are assembled by (B)(6)

Manufacturer narrative:
User facility reported "11 raytec sponges present in gyn lap pack instead of the usual/standard number of 10. Sponges are provided by rf surgical systems, inc to be used in gyn laproscopy packs chs which are assembled by(B)(6)." There were no reported effects on patients associated with the report. Standard operating room protocol requires manual counting of surgical sponges, and in cases of incorrect counts, sponges are typically removed and replaced. The reported issue will be monitored via the quality management system.